Event description:
A physician reported that the valves in the trocar was leaking. There was patient contact. Patient outcome unknown. Additional information was requested; however, none has been received to date. Exact date of incident is not known.

Manufacturer narrative:
This report originally filed as #1846344. The manufacturer internal reference number is: (B)(6).